Manufacturer narrative:
Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2020-01612; 3006705815-2020-01613; 3006705815-2020-01614; 1627487-2020-03827. It was reported that the patient was diagnosed with infection at the lead site and ipg site. As a result, surgical intervention occurred during which the system was explanted and patient was prescribed IV and oral medication to address the issue.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.